Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (alarm 30) during the loading sequence. The customer's blood glucose was 150 mg/dl. Customer changed the cartridge and insulin was resumed successfully.